Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized with pneumonia and endured elevated blood glucose levels while wearing the pod. Personal diabetes manager (pdm) read "high" while at the hospital, which indicates blood glucose readings were greater than 500 mg/dl. The patient was unsure if the pod was delivering insulin. Treatment for high blood glucose levels included manual insulin injections from hospital staff. The patient was also given antibiotics to treat the pneumonia. The pod was discarded at the hospital.